Manufacturer narrative:
Follow-up #1: date of submission: 12/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: a call service 064 alarm was observed in the pump's black box, alarm history and was duplicated during the investigation. There was internal moisture damage near the motor connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.